Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software did not load on the medstation and displayed a fatal error. A technical support specialist (tss) asked the customer to reboot the station to login. Tss dialed into the station and confirmed time and application working properly. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es software was not loading. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.